Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that right ventricular lead exhibited non sustained right ventricular oversensing episodes due to noise on the right ventricle. No intervention was performed at the time. No patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented for lead revision. Lead fracture was suspected to cause the oversensing noise. The physician discovered that a previously capped competitor's lead was the source of the noise due to chatter. The abbott lead was explanted and replaced. The patient was stable post procedure.